Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer e-mail reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo result. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: customer is concerned with the results of lo in the meter's memory: (B)(6). Memory concern: lo. Customer has had no changes in diet .the customer only performed 3 test on the meter. Customer test in fasting.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer e-mail reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo result. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has had no changes in diet .the customer only performed 3 test on the meter. Customer test in fasting.